Event description:
The pt's health care professional reported that her pump had flipped. During revision, it was discovered that the catheter "was no longer usable" and the pump was explanted. The pt was placed on oral medication and was tolerating this therapy. The medication being delivered via the device system was not reported. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
They were unable to access the pump at a routine refill appointment; then determined the pump was flipped. The catheter was found d disconnected at the pump/catheter connection. The system was explanted. The patient recovered without sequela. The pump was delivering morphine.